Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
The pump was not be working properly and the patient would drift down during use.